Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that when the healthcare professional (hcp) was using the tunneling tool to tunnel the extension during stage 2 surgery the tunneller perforated the patient's skin. As a result the surgeon had to make a second tunnel to complete the procedure, resolving the issue. The hcp asked if the blunt tip had been changed as it seemed sharper than usual, so it was checked against a new tunneller and both had the same shaped tip. The reps present had also not been informed of a design change so it was assumed it was a "once-off" occurrence. However, it was then noted that a rep thought the tip looked sharper than they had previously seen. No further complications are anticipated.